Event description:
Affiliate reported that in 2009, the device was implanted in conjunction with a competitor's valve that had been previously implanted. It was also found that a CT scan confirmed the ventricles of the pt's brain became too small, and emesis and disturbance of consciousness were also noted. In addition, the device was found broken. As a result the device was explanted. The valve however, remains in the pt's body.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The siphon guard with 6mm of peritoneal catheter was returned for investigation. The siphon guard and catheter was visually inspected and no defects could be seen with the siphon guard or the catheter. In addition, the catheter was not connected to the siphon guard. The siphon guard was irrigated, and the flow was normal. The catheter was irrigated and the flow was normal as well. A review of the history device records was not possible, as the lot number is unk. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.